Manufacturer narrative:
This report is submitted april 9, 2020.

Manufacturer narrative:
This report is submitted on february 24, 2020.

Event description:
Per the clinic, the patient developed an infection and was subsequently explanted on (B)(6) 2020. There are no plans to reimplant the patient as of the date of this report.